Event description:
Info received indicates the head of the bed cannot be raised electrically or manually.

Manufacturer narrative:
The technician isolated the issue to the head up valve cartridge. He replaced the head up valve cartridge to repair the bed.